Manufacturer narrative:
It was reported on april 18th, 2025, that during a selenia dimensions mammography system, 3d procedure, the c-arm moved to the floor without command. A field service engineer (fse) was dispatched to examine the equipment and found that the event was caused by a loose footswitch. The field engineer replaced the footswitch and confirmed that the behavior was no longer present when testing the footswitch. No patient or user injury was reported. The part was scrapped on site. Because of this, there was no part returned, and no initial evaluation performed. The footswitch was 1142 days old from the date of installation to the date of replacement (B)(6) 2025. There were no prior footswitch related issues or uncommanded motion issues after the fse performed the troubleshooting. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: sda-sys-3000-3d. Serial number: (B)(6). Date of manufacture: 3/8/2022. Installation date: (B)(6) 2022. Incident date: 4/18/2025. Date of part manufacture: unknown. DHR review summary: there were no noted discrepancies related to the footswitches or uncommanded motion.

Event description:
It was reported on (B)(6) 2025, that during a selenia dimensions mammography system, 3d procedure, the c-arm moved to the floor without command. A field engineer was dispatched to examine the equipment and found that the event was caused by a loose footswitch. The field engineer replaced the foot switch and verified that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.